Event description:
It was reported to boston scientific corporation on april 17, 2007 that a resolution clip device was used during a gastrointestinal bleed procedure (male patient; age and weight unknown).according to the complainant, "clip was engaged and would not release from the catheter during procedure. They took nearly 2 hours to remove it from the patient. They injected saline to raise the clip and then it came off. The clip stopped the bleeding and saline tamponade the pressure. There was no need for additional clip." The procedure was completed with the same resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-6443.

Manufacturer narrative:
According to the complainant, the suspect device has been retained and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.

Manufacturer narrative:
Serious injury.